Manufacturer narrative:
This is default text configured for block h10.

Event description:
Medication was not coming out from the device [product delivery mechanism issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of event product delivery mechanism issue and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 22-jun-2026, amneal pharmaceuticals received information from the patient via telephonic call concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. On an unknown date, the patient started treatment with albuterol sulfate inhalation (strength, dose, frequency) for an unknown indication. On an unknown date in (B)(6) 2026, the patient was being treated with albuterol sulfate inhalation 90 mcg (ndc: 69238-1291-1, batch number: ai25019, expiry date: oct-2027, s/n: (B)(6) for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. The patient stated that on 19-may-2026, the patient received a sealed medication from the pharmacy. On an unknown date of jun-2026, the patient started using the medication (02 pumps a day). On an unknown date of jun-2026, the patient observed that the medication was not coming out from the device, but in the dose counter window it was showing 144 as a reading. Further, the patient confirmed that the patient had followed all the instructions for use provided in the pi and also followed all the cleaning instructions provided in the pi. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of event product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction. This case was considered as serious. The reportability of this case was expedited.